Event description:
This case was reported by a consumer and described the occurrence of throat edema in a female pt who received denture adhesive powder-cmc or double salt (corega denture powder) powder over a period of 2 days for dental prosthesis. A physician or other health care professional has not verified this report. The pt had previously used denture adhesive powder-cmc or double salt. On an unk date, the pt started the new formulation of denture adhesive powder-cmc or double salt. Approx 2 days after starting denture adhesive powder-cmc or double salt, the pt experienced throat edema and red blisters in the mouth. The pt was hospitalized. Treatment with denture adhesive powder-cmc or double salt was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Corega denture powder, distributed as super poligrip denture adhesive powder and historically as dentu-grip denture adhesive powder in the united states is manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).